Event description:
It was reported the patient underwent a right total hip arthroplasty. Subsequently, the patient reported that she has experienced swelling in her hips and problems with her heart, lungs, and skin since receiving her total hip. The patient underwent a right hip revision approximately 12 years post implantation due to due to pain and metal related pathology. During the revision, it was found that the adapter was cold welded to the stem and unable to be extracted. An extended trochanteric osteotomy was performed to remove the femoral stem. All components were revised without complication.

Manufacturer narrative:
D10: ref us157856 lot 436960 m2a shell, ref 157450 lot 263680 m2a head, ref 139252 lot 545400 taper adapter.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: findings: metal on metal hip replacement to right hip in 2008. In 2018 started having strange health issues, problems with heart, lungs, and skin. Had fluid build up on hips. Revision due to pain. Extensive fluid consistent with mom arthrosis and sludge. Adapter piece was cold welded to the trunnion. Eto performed to remove the stem due to inability to remove the adapter from the stem, stabilized with cerclage wires. Acetabular component noted to be quite large with bone loss in the posterior wall. All components replaced, no complications. Operative report right periprosthetic femur fracture. Patient returned to the operating room (B)(6) 2020 due to periprosthetic nondisplaced femur fracture on postop films. During the revision surgery, the surgeon dictated no complications upon removing the zb product and implanted an aml (depuy) stem; after which, he dictated that he found no femoral fractures. As this is a complication post competitor product implantation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned

Event description:
Medwatch report states patient underwent a right metal on metal tha and a left tha. Subsequently, patient claims to has had the left hip revised approximately 9 years later due to dislocation and metallosis. Patient also claims to have strange health issues, problems with heart, lungs and skin and fluid build up in both hips. Attempts were made to obtain additional information; however, none was available.